Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head broke off- oral-b [device breakage] . Case narrative: consumer called stating the first replacement brush head stopped rotating (spinning) after about 2 weeks of use, and second replacement brush head came off while using the toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head broke off- oral-b [device breakage]. Case narrative: consumer called stating the first replacement brush head stopped rotating (spinning) after about 2 weeks of use, and second replacement brush head came off while using the toothbrush. No injury was reported.

Manufacturer narrative:
04-aug-2025 product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head broke off- oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer called stating the first replacement brush head stopped rotating (spinning) after about 2 weeks of use, and second replacement brush head came off while using the toothbrush. No injury was reported. 05-jun-2025: suspect product updated by information received on 04-06-2025. 04-aug-205 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.